Manufacturer narrative:
On completion of the investigation a follow up report will be submitted.

Event description:
Medwatch received: 5089337. It was reported that the stent detached from the balloon delivery system in the renal artery. The clinician attempted to snare and remove, unsuccessfully. A second balloon delivery device deployed the stent within the renal artery.

Manufacturer narrative:
Analysis: as the device in question was not returned a physical inspection of the device could not be conducted. Based on the details provided, the stent was delivered to the intended site but became dislodged prior to stent deployment or during stent deployment and attempts to retrieve the stent using a snare was unsuccessful. No other information regarding this case was provided. There is a possibility the stent was pushed off the balloon during positioning prior to deployment. If the stent had fully exited the sheath and attempted to be pulled back toward the distal tip of the introducer sheath the proximal end of the stent could make contact with the introducer sheath pushing the stent off the balloon. As the product lot number was not provided a review of the device history records was not conducted. Below is an overview of the quality and performance criteria that every lot of icast covered stent systems is tested to. This inspection requires that the catheter lot must pass the following: ability of the stent and delivery system to be passed through the labeled introducer sheath (6fr). Ability to deploy the stent at nominal pressure (8atm). Ability to withdraw the deflated balloon catheter back through the labeled introducer sheath. Ability of the delivery system to withstand 5 inflate/deflate cycles at the rated burst pressure (12atm) without leaks or failures. Balloon burst testing. The balloon must burst over the rated burst pressure specified on the label (12atm). Stent securement testing. Conclusion: based on the details provided from the case, atrium medical cannot conclude that the stent migration off the balloon was caused by the manufacture of the device.